Manufacturer narrative:
Based on the claim against the product by the customer noting an erbe generator issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed and reproduced the customer reported issue. Fse replaced the erbe genearot to resolve the issue. After replacement, the system was retested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding error c-34 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error c-34 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electro surgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. Additionally, the procedure was delayed for greater than 30 minutes while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, monopolar and bipolar energy were not firing and error c-34 on erbe generator was displayed. Prior to calling tech support, the customer restarted the erbe generator and replaced cautery cable;however, issue persisted. Technical support engineer (tse) reviewed the logs and could confirmed several errors c-34, m-11 and m1-8. Nurse confirmed no magnetic interference close by. Customer confirmed availability of the e-100 generator. Tse guided customer for further troubleshooting and this did not resolve the issue, error returned. Surgeon will manage the rest of the surgery using e-100 generator. Surgery has resumed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: even with a replacement, the monopolar function could not be restored. The operation was only finalized with bipolar energy. Which led to a considerable increase in the duration of the operation (approx. 45 minutes). In addition, another 45 minutes were spent on troubleshooting. In total, the procedure was delayed by 1.5 hours and total operative time was 5 hours and 10 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The unit was analyzed but the reported failure (error c-34 on erbe) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.